Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during a procedure. Two dates were reported with this complaint, (B)(6) 2008 and (B)(6) 2009, it is unknown which date the procedure occurred on. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.